Event description:
It was reported to boston scientific corp that when unpacking a resolution clip device to be used in an unk intestinal procedure, the blue outer sheath grip separated from the device. Another resolution clip device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will filed.